Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred.the 90% stenosed target lesion was located in a severely calcified and severely tortuous right coronary artery (rca). The 12mm x 2.00mm apex balloon catheter was advanced for pre-dilatation. Inflation was performed twice to the nominal pressure. During the third inflation, the balloon ruptured at 6atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).